Event description:
The manufacturer received information alleging an everflo oxygen concentrator was alarming continuously. The patient was reported to be breathless and was hospitalized. The device was replaced. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer received information alleging an everflo oxygen concentrator was alarming continuously. The patient was reported to be breathless. The device was returned to the manufacturer's quality product investigation laboratory for further investigation. The customer's complaint of the device alarming continuously was confirmed. The device's main pca will need to be replaced to address the issue. The manufacturer visually inspected the device and found evidence of physical damage to the device internally and externally. The sieve canisters are dented, rust, corrosion, water marks around o2 sensor and top of sieve enclosure leaking. The manufacturer found evidence of contamination within the device. The device was tested and was found to provide therapy, despite the continuous alarm.

Manufacturer narrative:
The manufacturer rpreviously reported an everflo oxygen concentrator was allegedly alarming continuously. The patient was reported to be breathless and was hospitalized. The device was replaced. The manufacturer received information stating the patient was not hospitalized.

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1012. Section h6 has been updated with the correct information.

Manufacturer narrative:
The manufacturer previously reported an incorrect device problem code on the previously submitted report. The device problem code is corrected on this report. Section h6 has been updated with the correct information.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer previously received information alleging an everflo oxygen concentrator was alarming continuously. The patient wasreported to be breathless and was hospitalized. It was initially reported that the patient was hospitalized but the customer later confirmed that was not the case, the patient did not require hospitalization or medical intervention. Additionally, the pil investigation confirmed that the device continued to deliver appropriate therapy despite the alarm conditions. No other clinical information or medical intervention was reported. Based on information available at the time of this review, there is insufficient evidence to pronounce a serious injury nor is there any report of medical intervention required or received to specifically preclude a life-threatening injury or permanent impairment. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code has been updated.